Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received visual but not audible indicators of alarms occurring at the information center. While patient harm was not reported, the customer did state that a patient had dropped their sp02 down to 43%when the limit was set for 80%. It is not known if the device played a role in any delayed response to the patient at this time.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and gathered logs, screen shots and video data. Log data, screen shots and video data were analyzed by philips and confirmed a malfunction involving the com subsystem within the product, preventing the system from identifying the correct alarm sound that should have been occurring at the time alarms were visually being provided. A restart of the product resolved the issue at that time. The software was subsequently upgraded to the latest available version in order to satisfy the customer. Review of the issue by the product team has determined this issue represents a random occurrence and not a reproducible software related defect.